Event description:
The customer stated that his control test results were reading too high. He ran a control test and rec'd a result of 165 mg/dl. The normal control limit is 91-125 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.